Event description:
The user facility reported a patient placed on impella 5.5 support for mechanical circulatory support. The pump was reportedly mispositioned, and the physician declined to reposition despite urging from the manufacturer representative onsite. The patient went into ventricular tachycardia and atrial fibrillation (afib) with rapid ventricular rate (rvr), and was given amiodarone, versed, and bicarbonate before returning to nsr. The patient had additional episodes of afib/rvr and as cardioverted, becoming hypotensive and requiring increased pump support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. Clinical symptoms ( tachycardia, atrial fibrillation): the root cause of the injury was unable to be determined due to insufficient clinical details. Clinical symptoms ( low blood pressure/ hypotension): the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: pump was not returned for investigation. Data log review was not required for this case run. The cause of the improper positioning issue was not determined, as the product was not returned for investigation and sufficient clinical information was not provided. Patient anatomy or condition prior to therapy: the cause of the patient anatomy or condition prior to therapy issue was not determined due to insufficient clinical information. Device history review: the device passed all the post sterile inspection checks.